Manufacturer narrative:
(B)(4). A partial UDI is being reported because the lot number was not provided. The device was not returned for evaluation. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified artery was attempted using a proglide device after a transcatheter aortic valve replacement procedure. Reportedly, the proglide device perforated the artery. A vascular surgeon repaired the artery. There was a clinically significant delay in the procedure due to the surgical repair of the artery. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.